Manufacturer narrative:
Product analysis: the product was not returned, therefore, no product analysis can be performed. Conclusion: per the instructions for use (IFU), left ventricular laceration/perforation is listed as a potential procedural complication. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information be received, a supplemental report will be filed. (B)(6). (B)(4).

Manufacturer narrative:
The device history record for this guidewire lot was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the guidewire had not been re-shaped prior to use. Without the return of the guidewire for evaluation, a conclusive cause for this event cannot be determined.

Event description:
Medtronic received information that during deployment of this transcatheter bioprosthetic valve, an acute drop in pressure was noted. Fluoroscopy showed the confida guidewire had perforated the left ventricle. The corevalve device at this point was 2/3 deployed (still attached to the dcs) and the decision was made to move it into the descending aorta. Cardiopulmonary resuscitation (CPR) was initiated. Once the patient was stabilized and the ventricle was repaired, the corevalve device was retrieved from the patient and a non-medtronic surgical valve was implanted. No other adverse patient effects were reported at the time. The guidwire was not returned for analysis as it was discarded by the customer. It was reported that the guidewire had not been re-shaped in any way prior to use. Additional information was received that the patient expired a few days post implant. The cause of death was not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.